Manufacturer narrative:
Out of warranty; no request for manufacturer's service.

Event description:
The customer reported the ventilator was intermittently alarming for a low oxygen supply while in use on a patient. The customer reported there was no patient harm. If the oxygen pressure is out of specification while the device is in use in normal ventilation mode, it will alarm to alert the user and continue to ventilate using an air source. Loss of the oxygen source during use may be detrimental to a patient. As the device was out of warranty, the biomedical engineer contacted manufacturers product support (pse) and reported the device was failing testing in diagnostic mode. The pse advised the customer to replace the o2 regulator filter, o2 hose and o2 wall fitting. Follow up testing in diagnostic mode passed after parts replacement.